Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that an alarm occurred on the insulin pump. The caller stated that the customer was on vacation. Advised caller to have the customer call in for assistance. Caller stated they understood and agreed to inform the customer. Nothing further reported.